Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter balloon was inserted after the prostate treatment, and it was naturally removed after about 4 hours. When they got out of bed and got into a sitting position, all the water had drained out and the catheter had come out. When they injected water to confirm, water leaked from the balloon, and then a new catheter was inserted. Due to the post-surgery procedure, the patient was required to stop the bleeding and urinate (waste fluid), so the patient had to remove it naturally and an emergency response was required.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted two unopened (with original packaging) and one used 2-way silicone foley. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attach the balloons deflated passively with no issues. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter balloon was inserted after the prostate treatment, and it was naturally removed after about 4 hours. When they got out of bed and got into a sitting position, all the water had drained out and the catheter had come out. When they injected water to confirm, water leaked from the balloon, and then a new catheter was inserted. Due to the post-surgery procedure, the patient was required to stop the bleeding and urinate (waste fluid), so the patient had to remove it naturally and an emergency response was required.